Event description:
I had a tvt done in 2003 with the mesh sling. Since that time I have had continuous uti's requiring multiple antibiotics, cystoscopy, testing for interstitial cystitis and now I have developed an ecoli infection that is resistant to all antibiotics except IV therapy. I saw an infectious disease specialist due to this and he said that if they give me the IV antibiotics I would just develop increasing resistance until nothing worked. I never had this type of problem until I had the surgery for stress incontinence. He said the doctor needs to find out what is causing this. What types of testing or examinations can be done to determine this is due to the mesh or procedure. The uro-gyn physician that has seen me in the office of the physician who did the procedure now wants to do another cystoscopy.